Event description:
Related manufacturer reference number: 1627487-2022-02101. It was reported a csf leak occurred during the patients trial procedure. Patient received a blood patch and IV fluids to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.